Manufacturer narrative:
The impella 5.0 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) -year-old male patient had impella 5.0 pump inserted in the right axillary for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported there was an impella defective failure after unplugging the pump to another console. The site attempted to restart the device; however, the connect cable was not recognized. The site found that it was impossible to continue to use impella. The cause of the issue could not be found as there were no abnormalities in the connection. Impella support was discontinued and ECMO was managed independently. No further information was provided.

Manufacturer narrative:
The impella 5.0 was returned for review and found to have a large amount of dried blood on the sidearm and the grey connectors. The grey connectors were inspected and found to have blood inside the connection and one of the leads corroded. The pump would not connect to the aic. Thus the root cause of the pump stop was blood ingress into the lemo connectors leading to pin corrosion. The data logs were returned for review and confirm the placement signal issue and the pump disconnection. The product was released with a completed and reviewed device history record under the abiomed quality system. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.